Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer had experienced high blood glucose level and no delivery alarm. The customer¿s blood glucose was 27.5 mmol/l at the time of the incident. It was reported that they had no delivery alarm and motor error. Customer reported a motor position encoder alarm. The customer reported that they were able to complete pump rewind. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump. Recommended customer refer to back up plan, per health care professional instructions. The insulin pump will not be returned for analysis.